Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it has been determined that the issue was caused by a failure in lcd. Therefore, lcd was replaced.